Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.